Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s clinic manager (cm) reported that a fresenius combiset bloodline¿s pressure transducer was too small for the machine causing clotting, and blood loss during a patient¿s hemodialysis (hd) treatment. Upon follow up, the cm said that for each instance, the machine alarmed appropriately with tmp alarms. In each instance, the patient¿s blood was completely returned. The patients were restarted on the same machine and treatment completed successfully with new supplies. There was no patient serious injury or medical intervention required. Neither the complaint device nor a companion sample are available to be returned to the manufacturer for evaluation.